Event description:
It was reported that there was a knee revision due to infection; antibiotic spacer put in.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5510-f-601, triathlon cr fem comp #6 l-cem, lot code: eaksj; cat. No.: 5520-b-500, triathlon prim cem fxd bplt #5, lot code: ecnap; cat. No.: 5551-g-320, triathlon asymmetric x3 patella, lot code: 8k7h. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Device history review: there have been no reported discrepancies related to the investigation for the referenced lot. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
(B)(4) patient complained of pain. M.d. Took culture and noticed an infection. The surgery was booked within a week of patient's complaint. This was l-tka rev